Event description:
Medics were monitoring a pt (age and gender unknown) and an "ECG lead off" message appeared on the unit's monitor screen. The ECG trace appeared as a dotted line on the screen. The medics obtained another unit (MFR unknown) and transported the pt. There was no adverse effect on the pt.